Manufacturer narrative:
The reported event could be confirmed since images of CT scans were provided and shows loosening and migration of the talar component. Upon further investigation of the CT scans by healthcare professionals the following was observed: ¿the talar component shows radiolucence, there are also cysts visible. The bone looks condensed and the implant appears a little subsided. Therefore loosening and some migration/subsidence can be confirmed with the given CT scan.¿ based on investigation, the root cause was attributed to a patient related issue. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Indications of material, manufacturing, or design related problems were unable to be identified as the catalog number and lot number were not communicated. If the device is returned or if any additional information is provided, the investigation will be re-assessed. H3 other text : device remains implanted in patient.

Event description:
It was reported that the patient may need to undergo a revision surgery due to reasons not reported at this time.